Manufacturer narrative:
Additional information d9, g3, h2, h3, h6. One ensite x amplifier was received for evaluation. The amplifier was powered on and the amplifier booted to a flashing green led status. This indicated the amplifier passed the power-on-self-test (post). The field reported event was unable to be reproducible as the amplifier was power cycled several times and the amplifier consistently booted to a green led status. Further inspection included a functional test. A calibration box was connected to the amplifier and the intracardiac, electro-cardiogram, navx, and record out tests were performed. The amplifier displayed consistent impedance and voltage values. No abnormalities were observed during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause remains undetermined as the field reported event was not reproducible.

Event description:
During the atrial tachycardia procedure, a prolonged procedure occurred due to the amplifier flashing an orange light, an impedance patch error, and the ECG signals not displaying. Ultimately the system was rebooted to resolve the issues and the procedure was able to be completed with no adverse consequences to the patient.